Event description:
Reporter alleged, that on (B)(6) 2009, the pt received a discrepant blood glucose result of 65 mg/dl at 23:49 back to back with a result of 147 mg/dl at 23:52 on the inform system when testing was performed within 10 minutes. Reporter alleged, that on (B)(6) 2009, the pt received a discrepant blood glucose result of 445 mg/dl at 0:03 back to back with a result of 128 mg/dl at 0:05 on the inform system when testing was performed within 10 minutes. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.